Event description:
It was reported that the doctor said that the patient was coming in for revision due to deficiencies with their rotator cuff. He believed this patient would benefit from a conversion to a reverse total shoulder. The humeral head, glenoid, and proximal body of the stem were removed. The proximal portion of the stem was prepared for a 145 degree epi. Glenoid was converted to a glenosphere, trial reductions were performed, and the shoulder was found to be stable. Closing process began. Unsure of when the patients initial surgery was done, and who did the procedure. There was no surgical delay. Doi: unknown; dor: (B)(6) 2022; affected side: left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.